Event description:
The account alleges that the wheels will not brake and lock properly.

Manufacturer narrative:
The technician replaced all four casters, the hex rod shroud cover, and oiled the siderails, which resolved the issue. The stretcher operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.